Event description:
During remote monitoring, the device reached the elective replacement indicator (eri) earlier than expected. Abbott technical support was contacted and believed the battery depletion was normal, however, upon further review, the physician suspected the depletion was premature. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
During remote monitoring, the device reached the elective replacement indicator (eri) earlier than expected. Abbott technical support was contacted and believed the battery depletion was normal, however, upon further review, the physician suspected the depletion was premature. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of early battery depletion was not confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.